Event description:
From staff: patient came back from the bathroom and sat down, liquid began pouring out of her cold cap, patient stood up and removed cold cap, patient's eyes were stinging, patient rinsed eyes at sink and the stinging subsided. Called nurse manager to room, she took cold cap to send back to paxman. Got patient another cap and restarted cooling. No further issues.

Event description:
From staff: patient came back from the bathroom and sat down, liquid began pouring out of her cold cap, patient stood up and removed cold cap, patient's eyes were stinging, patient rinsed eyes at sink and the stinging subsided. Called nurse manager to room, she took cold cap to send back to paxman. Got patient another cap and restarted cooling. No further issues

Manufacturer narrative:
The following elements have blank data: [state:] for type of device: scalp cooling system. [Zip:] for type of device: scalp cooling system.